Manufacturer narrative:
H6: investigation summary the contaminated spike connected to an infusion bag was provided to our quality team for investigation. After proper decontamination of the device, the set was visually inspected and no visible damage or defects were observed. Leakage testing was performed and no leakages between the connector and spike were observed. Additional testing was completed, applying pressure to the bag with the red cytostatic, no leakages were noted. Force testing was performed and verified the pieces were properly welded and could not be manually disconnected. A device history review was performed for reported lot 2206713, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were found during testing, all product was found to meet required specifications. Given no damage or leaks were observed on the returned sample, and device records do not indicate an issue related to the reported incident, we cannot identify a root cause related to our manufacturing process at this time. It appears that when connecting the spigot to the bag, staining occurred, making it appear as though there was a leak, when in fact all pieces were found to be properly connected and no leakages were observed.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) leaked. The following information was provided by the initial reporter, translated from japanese to english: before transportation to a hospital ward, the nurse noticed that the fluid was leaking from the c180j.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) leaked. The following information was provided by the initial reporter, translated from japanese to english: before transportation to a hospital ward, the nurse noticed that the fluid was leaking from the c180j.